Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6)2023. On (B)(6) 2023 the firm became aware the the patient had contacted the physician to report that one of the implanted leads had eroded through the skin at the surgical incision site and was exposed. On (B)(6)2023 a surgical intervention was performed to open the incision in order to place the lead back into a deeper position, wash out the incision site, pack the site with antibiotic, and reclose the incision.

Manufacturer narrative:
There are no indications of infection based on visual assessment and no lab test were done to determine presence of infection at the site. There are no reports of trauma or other external factors that would lead to the incident. All implanted components remain implanted and in use at the time of this report.